Manufacturer narrative:
Device evaluation: results - one used unit was received with the original package opened and a non-bd device attached. Visually a cut was observed in the catheter. Analyzing the sample, a remnant of catheter in the wedge was observed and the wing/inserter was found with a cut at the nose. It looks like it was cut with a sharp object. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 4125813. This device was manufactured on may 6, 2014. During this batch, (B)(4) samples were tested by pull force between catheter/wing-inserter assemblies. No values off of specification were found and no separations during test were observed. No equipment, instrument, process and/or surfaces that could cause this kind of damage were detected in the manufacturing process. Conclusions - bd was not able to duplicate or confirm the customer¿s indicated failure mode. Based on investigation and after evaluate the sample, bd could not confirm this as a manufacturing related issue. Of note, no sharp object is used during assembly and all material is 100% reviewed at catheter/wedge assembly with monitor. An absolute root cause for this incident cannot be determined.

Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. (B)(6). Device evaluation: it is unknown if a sample is available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the patient was receiving IV therapy through the suspect device. The device was intended to be used for 72 hours but the flow of drug was interrupted at 12 hours. The catheter was found broken and a portion was in the patient's vein. The patient had surgery to remove the broken catheter. The outcome of the intervention is unknown.